Manufacturer narrative:
Qn# (B)(4) the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed 2 misaligned staples at the front of the cover block. The stapler was returned with the trigger nonengaged, and there was no evidence of biological material on the device. The stapler was received with 41 staples left in the cover block. Two staples were observed to be jammed at the front of the cover block, preventing any staples from firing. The trigger was engaged and it was confirmed that the stapler was jammed. The jammed staples were removed and dimensional inspection was performed. The width of the staple 1 was 0.557" which is out of specification (0.5510"-0.5540" per the applicable drawing). The height of staple 1 was measured to be 0.131" which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. Staple 2 was measured to be 0.566" which is out of specification (0.5510"-0.5540" per the applicable drawing). The height of staple 2 was measured to be 0.130" which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. After the two jammed staples were removed the stapler was fired into the air and the staple properly formed and released with no issues. The stapler was disassembled and minor die stamping anomalies were observed on the forming tool. Per DHR the product visistat 35w 6/box lot # 73j2500949 was manufactured on 09/26/2025 a total of (B)(4) pieces. Lot was released on 10/07/2025. DHR investigation did not show issues related to complaint. The applicable drawing was reviewed for dimensional inspection specifications. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The stapler was returned with the trigger unengaged, and staples misaligned at the front of the cover block. Functional testing was performed and the stapler was confirmed to be jammed, but no resistance was felt in the trigger. The stapler was disassembled and the jammed staples were removed for dimensional analysis. The width of staple 1 was 0.557" which is out of specification (0.5510"-0.5540" per the applicable drawing). The height of staple 1 was measured to be 0.131" which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. Staple 2 was measured to be 0.566" which is out of specification (0.5510"-0.5540" per the applicable drawing). The height of staple 2 was measured to be 0.130" which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. After the jammed staples had been removed, the stapler was able to properly fire and release staples. Actions to address the staples out of specification were established as part of nonconformance, which was closed on 31-oct-2025. The sample was manufactured prior to these corrective actions on 26-sep-2025. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient." The issue was discovered during examinations and functional tests conducted before the patient was treated.

Event description:
It was reported that "staples were found jamming during use on the patient." The issue was discovered during examinations and functional tests conducted before the patient was treated.

Manufacturer narrative:
(B)(4).